Event description:
Repair statement customer stated problem: alarming or red light. Key: 4 way valve not shifting. Additional malfunctions are the sieve bed is leaking and the tie wraps and clamps were installed.